Manufacturer narrative:
It was reported by customer that filter on IV tubing found to be leaking. One sample was received for quality investigation. Visual examination was conducted and no damages or abnormalities were identified. The infusion set was primed and leakage was immediately noticed coming from the tubing attached to the inlet port of the filter. Further inspection under magnification indicates that there is a tear in the tubing where the tubing meets the inlet port of the filter. The customer complaint of leakage was verified. After the investigation along with manufacturing and quality operations team, the most possible root cause of a sleeve damage is incorrect expansion or expansion of the sleeve tubing more than three times with the expander by the production personnel. As a result, the standard work instruction was updated to emphasize critical assembly and reference visual aids for the assembly of the product. A device history record review for model 11532269 lot number 24095231 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following. It was reported by customer that filter on IV tubing found to be leaking and the fluids were discontinued.